Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the instrument malfunctioned and burned the patient. A performance test was performed on the unit and it was all within specifications.